Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. The pump history indicated that the device emitted a replace battery alarm with no indication that this alert was confirmed by the user for over seven hours.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.